Event description:
A pump was reported to have declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer experienced repeated issues with loading cartridges, even after assistance, resulting in suspended insulin delivery. The customer had attempted to load four cartridges using the correct technique without success. Technical support initially guided the customer through troubleshooting steps, but the problem persisted, and the case was escalated. Consequently, a decision was made to replace the pump. The customer, whose device was out of warranty, expressed interest in obtaining a loaner pump while awaiting replacement.